Event description:
It was reported the patient had his inflatable penile prosthesis (ipp) tried and not used due to the tubing too short. A different device was used to achieve the desired results. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of tubing too short was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Correction to h2, h3, and h6: updated to include device analysis.

Event description:
It was reported the patient had his inflatable penile prosthesis (ipp) tried and not used due to the tubing too short. A different device was used to achieve the desired results. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device was returned on 10/11/2018.

Event description:
It was reported the patient had his inflatable penile prosthesis (ipp) tried and not used due to the tubing too short. A different device was used to achieve the desired results. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.